Manufacturer narrative:
Additional contact: (B)(6). Possible lot number 4096349, 4076289.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir it was noted that 46.4ml was remaining in it. Subsequently the cassette was changed. No adverse effects were reported.